Manufacturer narrative:
A steris service technician arrived onsite to inspect the surgical light and found the lighthead wire harness to be damaged. The technician inspected the suspension springarm yoke and was unable to locate the snap ring. The technician also observed the wire harness to be pulled apart in both the lighthead and suspension yoke. The technician replaced the lighthead and wire harness, tested the lighting system and confirmed the unit to be operating properly. No additional issues have been reported.

Event description:
The user facility reported that during a patient procedure the surgical lighthead partially detached from the suspension springarm yoke; the user guided the lighthead to the floor. No injuries, procedure delays or cancellations were reported.